Manufacturer narrative:
Evaluation of the stellaris unit was performed by field service. A loose fitting on the main power cable was replaced. Preventative maintenance was performed and proper operation was verified.

Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specification.

Event description:
The user facility reported the stellaris shut down twice during surgery within the last two weeks. They are aware of the power cord and are sure that's not the issue.